Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and as no detailed information is available, we are not able to determine the cause of this occurrence. Visual inspection revealed one of the points was broken. It is possible that too much applied mechanical force led to this breakage. No product fault could be detected. (B)(6).

Event description:
One of the points broke during operation. Used different instrument no consequence to the patient. This is 1 of 1 report for this complaint (B)(4).